Manufacturer narrative:
Justification for no UDI: this device was manufactured before UDI requirements. Evaluation results: the device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to lcd color display. The lcd color display was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type as not identified an increase in trend.

Event description:
Complainant alleged that during incoming inspection, the device's display showed verticle lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.